Event description:
Cellulitis occurred less than 24 hrs after inserting the insyte autoguard product in hand. Cellulitis appeared red and swelling to elbow. The reporter did not know what medications were infused through the line. Site prepped with alcohol and 3cc syringes used for saline flushes.